Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found unit with torn oring part. To fix the issue, the fse replaced the oring during pm, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the helium tank was changed twice on a cardiosave. It displays the ¿low helium¿ message, and each time it was changed, it showed full helium for 30 minutes then dropped to nearly empty. There was no harm or injury to the patient.